Event description:
A physician reported that during an intraocular lens (iol) implant procedure, surgeon implanted the lens through company injection system after which he found a scratch in the optic of the lens. There was no patient harm. Additional information has been received stating surgeon decided not to remove lens, still remained in patient eye.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product remained in the eye. It is unknown if a qualified viscoelastic was used with the qualified lens/cartridge/handpiece combination. The IFU(instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made for more information. Follow up response indicated that the surgeon decided to go through with implantation and then noticed the scratch on the optic. The surgeon decided not to remove the lens. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).